Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced frequent urination and treated themselves (treatment unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.40 mmol/l, 4.40 mmol/l was compared to an competitor brand meter result of 18.50 mmol/l, 19.10 mmol/l. Length of wear was 14 days . When the provided results were plotted on a parkes error grid, fell into the "d" ¿c¿¿ zones respectively showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from a competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced frequent urination and treated themselves (treatment unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.40 mmol/l, 4.40 mmol/l was compared to an competitor brand meter result of 18.50 mmol/l, 19.10 mmol/l. Length of wear was 14 days . When the provided results were plotted on a parkes error grid, fell into the "d" ¿c¿¿ zones respectively showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor casing was milled slot to perform an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.